Manufacturer narrative:
(B)(4). Date sent: 03/17/2021. Please see h11. H11: corrected data = h6: health effect ¿ clinical code = gastrointestinal system (e10). This was omitted on the previous report.

Manufacturer narrative:
(B)(4). Date sent: 03/17/2021. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was received: a rrt call was offered to the surgeon but unfortunately he canceled at the last minute. Then we could talk with him and he thought that perhaps the dehiscence could happened due to patient comorbidities, he had no that much information to share. After this case he didn¿t have more cases like this and he uses our stapler without problems. What were the indications for surgery? There is no information. What surgical procedure was performed? There is no information. Has there been a recent conversion to ethicon circular devices? Yes the surgery team used until this moment product from competitors. Did the patient receive any preoperative chemotherapy or radiation? There is no information. Was there a problem with the device during the initial surgical procedure? There is no information which healthcare professional fired the device and what is your experience with the device? A general surgeon very experienced with the use of the stapler from a competitor and recent experience with the ethicon device. Where on the green aperture adjustment scale was the indicator located before shooting (low b, medium-b or high-b)? There is no information. Did the health professional wait 15 seconds after closing the device and then say goodbye before firing? There is no information. Was the device difficult to close? No, according to the surgeon's report. Was the device difficult to fire? No, according to the surgeon's report. Did the healthcare professional receive audible and tactile feedback when firing the device? Yes, according to the surgeon's report. Have the donuts been inspected? If so, please describe. There is no information has a complete transection of the white washer been confirmed visually? There is no information was there a problem with the formation of staples at any point during the entire care of the patient? If so, please describe the form and location. There is no information was a leak test performed? If so, what type and what was the result? There is no information. Was the staple line viewed endoscopically during the initial surgical procedure? There is no information. How many days after the operation did the leak occur? 3-4 days. How was the leak identified? There is no information. What was observed at the leak site after reoperation? There is no information. How was the leak addressed? Re-operated and the patient was colostomized. What is the patient's current state? There is no information.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Was there a recent conversion to ethicon circular devices? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported patient presented with early anastomosis dehiscence. Re-operated on (B)(6) 2020 for dehiscence. Procedure: anastomosis.